Event description:
It was reported that the procedure was cancelled. The target lesion was located in the left forearm. A 5.00mm/2.0cm/ 50cm peripheral cutting balloon was selected for use. After the treatment with this device, the balloon catheter was removed from the non bsc inflation device to use a different treatment purpose for a different target area. Consequently, the pressure-resistant three-way stopcock that was included with the indeflator and the hub/connector of this device were tightly fitted and it got broken while trying to remove the device. The procedure was cancelled. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified no issues which would have contributed to this complaint. A visual and microscopic examination of the hub identified a foreign object present in the hub section of this device. The object could not be removed but it appears to be clear plastic tubing which is snuggle fitted inside the hub of the device. No issues were noted with the tip section of the device. A visual and microscopic examination found no issue with the marker bands. A visual and tactile examination identified no kinks or damage to the shaft of the returned device. No issues were identified during the product analysis.

Event description:
It was reported that the procedure was cancelled. A 5.00mmx2.0cmx50cm peripheral cutting balloon was selected for use a shunt percutaneous transluminal balloon angioplasty (pta) in the left forearm. After the treatment with this device, the balloon catheter was removed from the non bsc inflation device to use a different treatment purpose for a different target area. Consequently, the pressure-resistant three-way stopcock that was included with the indeflator and the hub/connector of this device were tightly fitted and it got broken while trying to remove the device. The procedure was cancelled. No patient complications were reported.